Event description:
It was reported that a minimum fill notification occurred when customer was reloading a cartridge that still contained more than the minimum amount of insulin. There was no adverse impact to the customer¿s blood glucose level. A new cartridge was loaded to resolve the issue.